Manufacturer narrative:
The customer service engineer replaced the hydraulic components, flushed the system and tested the table to verify proper function.

Event description:
3-4 hours into an awake craniotomy procedure, the surgeon noticed that the patient was not flat. The ort100 table had drifted slightly to the right side. The operating room personnel counterbalanced the table in order to proceed. There were no injuries to the patient.

Manufacturer narrative:
The ort100 table is in the process of being evaluated . A follow-up report shall be submitted to FDA when the evaluation has been completed.

Event description:
On (B)(6) 2017, it was reported that, 3-4 hours into an awake craniotomy procedure, the surgeon noticed that the patient was not flat. The ort100 operating room table had drifted slightly to the right side. They counterbalanced the table in order to proceed. The procedure was completed successfully. There were no injuries sustained by the patient.